Event description:
It was reported that the patient presented to the emergency room and the right ventricular lead was not capturing. Upon review, it was discovered that the rv lead was oversensing noise and inhibiting pacing. There was also noise sensed by the atrial lead. Both leads were explanted and replaced. The patient was stable after and before procedure.